Manufacturer narrative:
There was a patient death reported. The nurse unit manager, stated that in no way the monitor attributed to any patient incident. The customer wanted to document the case history for their records. The patient was discharged (removed from central) around 10:00 or 11:00 am on (B)(6) 2015 with bed 58 telemetry. The customer was contacted and taken through the process of retrieving the patient information. Once this was accomplished the customer was satisfied. Logs (junk.dat) were provided but there is no alarming data available for the morning timeframe of (B)(6) 2015 as the data begins from 14:17:13.363 (B)(6) 2015. A search for other system logs found no related information about bed 58 between the hours of (B)(6) 2015 12:00 am to 12:00 pm. The nurse unit manager has now stated that they no longer want a formal response from philips. They have closed the matter on their end and requested that no action needs to be taken by philips. When the customer initially logged the call they informed philips that an internal investigation would be occurring. Since then, the nurse unit manager has informed philips that no internal investigation was carried out and the matter was closed on the hospital side. She did not require any further assistance from philips. Based on the information provided there is data to support a malfunction with any philips device and no data to support that user interaction may have contributed to the patient incident. The customer was contacted by the customer care centre and taken through the process of retrieving the patient information. Once this was accomplished, the customer was satisfied and no further action was needed. The customer requested a review of log data after a patient incident occurred in which a patient expired. No product malfunction was alleged.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an internal investigation was being carried out on the death of a patient at the hospital. The patient was discharged from the central station and the staff needed to retrieve patient information. The customer wanted to know how to retrieve patient data once the patient was discharged. It was stated that the doctor wanted to obtain the patient data as it has been raised internally as an incident and wanted to know if mx40 "silence" was pressed beforehand and how many times. There was a patient death.